Event description:
The pt had very tortuous anatomy with a large common iliac aneurysm. Pre-procedure imaging noted the aortic neck to be long, but after placement of the main body graft the aortic neck appeared to be very short. A large proximal type I endoleak was noted on the final angiogram. The physician elected to convert to an open surgical repair without attempting any measures to reduce the leak. The pt survived the surgery, but coded in the evening after the procedure. The pt was revived and is doing ok at this time.